Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was documented on the intake form that a ¿slit of plastic" was noted on the blood tubing set. Additional details were provided upon follow-up with the rn. The blood leak was noticed at the beginning of the treatment. Blood was observed leaking from the red y-connector near the heparin line on the arterial side of the combiset, just outside the blood pump. The rn stated there did not appear to be any loose connections; the connections seemed secure. There were no alarms from the machine. No leaks were noticed during the priming phase. The rn also stated there were no changes or disruptions in pressure that could have contributed to the failure. The patient¿s blood was returned following the event, and blood loss was minimal. Estimated blood loss (ebl) due to the leak was 50 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was documented on the intake form that a ¿slit of plastic" was noted on the blood tubing set. Additional details were provided upon follow-up with the rn. The blood leak was noticed at the beginning of the treatment. Blood was observed leaking from the red y-connector near the heparin line on the arterial side of the combiset, just outside the blood pump. The rn stated there did not appear to be any loose connections; the connections seemed secure. There were no alarms from the machine. No leaks were noticed during the priming phase. The rn also stated there were no changes or disruptions in pressure that could have contributed to the failure. The patient¿s blood was returned following the event, and blood loss was minimal. Estimated blood loss (ebl) due to the leak was 50 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.